Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were getting the settings not available message on their controller when trying to adjust their intensity and the issue began yesterday. During the call agent walked patient through resetting the controller. Patient noted their controller battery was at 80% and their implant was at 100%. Patient was on group c and got the settings not available message. Patient was in group a and was able to increase intensity from 4.9 to 5.6. Patient's back was really hurting today and sometimes patient could increase the intensity higher because of their back pain but mentioned 5.6 was comfortable for them. Patient got settings not available on group b. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information stated return of pain, high impedances. 40000 ohms. Programmed around impedance issues. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.